Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, the fiber broke at the control knob from where the fiber is rotated. It was noted that light was emitted and there was a physical detachment along the length of the fiber body. There were no clinical consequences to the patient.